Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.2 was having issue. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that auxiliary drawer 5.2 was not detected on the bus. After opening the back panel of the auxiliary cabinet, the fse confirmed that the indicator lights for all components in that drawer were illuminated. The station was shut down, and the back panel for that specific drawer was opened. It was then discovered that the retractor band had broken off the back panel and was no longer connected to the module controller. The retractor band assembly was replaced, and all components were reassembled. The row board header was disconnected and reconnected before powering the station back on. Due to a remote smart service outage, diagnostics could not be accessed; however, the station booted into the application. A hardware fault remained, showing drawer 5.2 as "not detected on bus." The station was shut down again, and the fse reconnected and disconnected all associated cables. After reassembly and power-up, the error cleared. When the customer attempted to inventory a medication previously affected, a new error appeared indicating a failure to lock. The station was shut down once more, and all pockets from the drawer were removed. Each row board connector was disconnected, inspected for debris, and reconnected. After reassembly and powering on the station, the customer was able to inventory medications from the affected row and drawer without any further failures. The home screen showed no errors, and auxiliary drawer 5.2 displayed no remaining faults. The system functioned as intended after the field service engineer repaired the device.